Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned unit confirmed stent damage. The proximal and distal stent strut rows were slightly flared which resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. The stent struts at the proximal edge were also misaligned. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element drug eluting stent was selected for use but its struts are damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element drug eluting stent was selected for use but its struts are damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.